Manufacturer narrative:
The device is on route to the MFR for investigation. No conclusion can be made at this time. Further info will be provided in a f/u report.

Event description:
A healthcare facility reported that a pt stated that there was smoke coming from their CPAP humidifier. No pt injury was reported.